Manufacturer narrative:
An event of the device deforming during the implant procedure was reported. A more comprehensive assessment could not be performed since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. Investigation results , results/method and conclusion codes will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 a 30 mm amplatzer cribriform occluder was chosen for procedure. During the implant, the device developed a cobra shape after implantation. The device was retrieved and switched for another 9-asd-mf-030, amplatzer cribriform occluder. No patient consequences reported. The patient has been discharged.